Manufacturer narrative:
Device has not been returned to manufacturer for investigation as of (B)(4) 2010. Preliminary tests are pending.

Event description:
Patient's father stated that the device shocked his son 10 times.